Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate showed a static value of 105 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, and support explained that this issue could occur due to large differences in pressure measurements used to estimate insulin remaining and that gauge would begin counting down once actual insulin matched displayed value, and customer acknowledged and understood this information.